Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient could not get their ins jump started as he has already had two. The patient is planning on replacing the ins. It was noted that the patient developed a new pain on the left. The physician has not responded to the rep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient's left side started "acting up pretty bad", so the patient wanted to get their device up and running again; it was explained they believe the ins was in overdischarge because they hadn't used or charged the ins for a year as they were feeling good enough to not use it. The patient reported this would be the third time the ins would be jumpstarted. It was also noted the patient was going to need an MRI in the future. The patient requested to meet with a rep to jumpstart the device. They were redirected to their doctor to have the device checked and to confirm if the ins was indeed in overdischarge. The patient reported they don't have a doctor managing their device at this time, so physician listings were sent to the patient and an email was sent to the field to notify them of the patient's issue. A rep responded stating they would call the patient. No further complications were reported or anticipated.